Event description:
It was reported that this left ventricular (lv) lead exhibited high thresholds. It was noted that this lead was recently just implanted and one day post operative the patient had a ventricular arrhythmia in which the patient passed out and had to be resuscitated with external shocks. It was suspected that the lv lead dislodged possible related to the patient's incident. The device was reprogrammed to a lv output of 5.0@1.5ms and the plan is to revise the lead. At this time, the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report is being filed to correct field d6a. Implant date.

Event description:
It was reported that this left ventricular (lv) lead exhibited high thresholds. It was noted that this lead was recently just implanted and one day post operative the patient had a ventricular arrhythmia in which the patient passed out and had to be resuscitated with external shocks. It was suspected that the lv lead dislodged possible related to the patient's incident. The device was reprogrammed to a lv output of 5.0@1.5ms and the plan is to revise the lead. At this time, the lead remains in service. No additional adverse patient effects were reported.